Manufacturer narrative:
Please note hde number (B)(6). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds-55-55, lot number c2459516c (finished goods) and lot c2459331h (subassembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. The available information was reviewed. A complaint was reported associated with a patient residing in germany and a participant of the protect registry study. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient is a 56-year-old male who had an amds-55-55 (lot #: c2459516c) implanted on (B)(6) 2021. Adverse event # 13 reports an event described as ¿graft infection¿ with an onset date of (B)(6) 2024, reported as ongoing. Additional information provided detailed the following: ¿(B)(6) 2024 wound revision sternal excision granulomatous tissue (B)(6) 2024 recurrent fistula formation at the sternal pole, removal of the upper three sternal cercal glands (B)(6) 2024 fistula excision, abscess spitting, hematoma evacuation, wound toilet, sequestrectomy on the sternum, vac therapy (B)(6) 2024 redebridement, wound cleaning, vac change (B)(6) 2024 redebridement, wound toilet, vac change (B)(6) 2024 debridement, wound toilet and thoracoplasty, vac therapy (B)(6) 2024 revision of the pedicled flap, hematoma evacuation (B)(6) 2024 progressive secretion from a porus, antibiotic therapy daptomycin (B)(6) 2025 pet CT intense metabolic increase in the area of the ascending aorta replacement, including the rerouting area of the supraaortic vascular branches on the right lateral side, consistent with active inflammatory infection of foreign material.¿ the event was deemed ¿possibly¿ related to the amds device and ¿definitely¿ related to the implant procedure. No pre-existing condition or acute disease that may have caused or contributed to the event was identified. The event led to a serious adverse event due to ¿inpatient hospitalization or prolonged existing hospitalization¿ and ¿medical or surgical intervention to prevent permanent impairment of a body structure or function¿. The patient was already in the hospital and surgical (thoracoplasty, flap plasty), percutaneous (vac therapy) and medical treatment were provided. The event was documented as ongoing, and the patient was discharged from the hospital on (B)(6) 2024. The patient did not exit the study because of this event. Amendment 01 ((B)(6) 2026): 1. The protect study team has updated the ae description from graft infection to ¿granulomatous wound dehiscence at the proximal sternum pole in- condition after reoperation on (B)(6) 2023¿ 2. The CT images were provided by the protect study team. The images were reviewed by an artivion representative on (B)(6) 2026 and the complaint description was confirmed. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Any alleged infection is unlikely related to the device, because amds undergoes a validated terminal sterilization step during manufacturing. Of note ¿pain and inflammation¿ and ¿infection (e.g. Local, systemic, prosthesis) or fever¿ are listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on 20jan2026, protect study patient experienced (s)ae#13: "graft infection.¿ event onset is 19june2024 and event is ongoing. The event is recorded as possibly related to the amds device and definitely related to the amds implant procedure. No pre-existing condition or acute disease, caused or contributed to the event. Treatment was provided and the event outcome is listed as ongoing. The amds device was implanted on (B)(6) 2021. Description of event: 8.7.2024 wound revision sternal excision granulomatous tissue on (B)(6) 2024 recurrent fistula formation at the sternal pole, removal of the upper three sternal cercal glands on (B)(6) 2024 fistula excision, abscess splitting, hematoma evacuation, wound toilet, sequesterectomy on the sternum, vac therapy on (B)(6) 2024 redebridment, wound cleansing, vac change on (B)(6) 2024 redebridment, wound toilet, vac change on (B)(6) 2024 debridement, wound toilet and thoracoplasty, vac therapy on (B)(6) 2024 revision of the pedicled flap, hematoma evacuation on (B)(6) 2024 progressive secretion from a porus, antibiotic therapy daptomycin on (B)(6) 2025 pet CT intense metabolic increase in the area of the ascending aorta replacement, including the rerouting area of the supraaortic vascular branches on the right lateral side, consistent with active inflammatory infection of foreign material. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively.

Manufacturer narrative:
Please note hde number: (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.